Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturing representative regarding a patient implanted for failed back surgery syndrome and spinal pain. The patient reported having drainage at their wound site and an elevated body temperature. It was noted that the patient had a history of mrsa. The patient had a full system removal due to their infected implantable neurostimulator (ins) site. Cultures were obtained, which concluded that the patient was positive for mrsa. Thus, antibiotics were given to the patient. There was no infection noted at the lead site. The issue was resolved at the time of the report. No further complications were reported or anticipated.